Manufacturer narrative:
An event of difficulty experienced implanting the valve was reported. The investigation confirmed the valve met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined. Please note that per the instructions for use, "do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance.

Event description:
It was reported that on (B)(6) 2022, a 29mm navitor valve was selected for implant using a large flexnav delivery system. It was noted during procedure, that there was difficulty experienced implanting the navitor valve. The navitor valve had been sized using computed tomography scans. There were 4 noted re-sheaths of the navitor valve, but implant of the valve was unsuccessful due to the patient becoming hemodynamically unstable. It was noted via invasive blood pressure measurement and electrocardiogram-monitor, that the patient's blood pressure dropped every time the 29mm navitor valve was deployed. The 29mm navitor valve was never fully released, because it could only deployed 80% before the patient's blood pressure would drop. It was noted after successful re-sheaths of the navitor valve and after complete removal of the flexnav delivery system and navitor valve the patient regained hemodynamic stability. The patient did not have a tortuous anatomy. The decision was made to replace the 29mm navitor valve with a 26mm non-abbott device to complete the procedure. The 26mm non-abbott device was implanted using a non-abbott delivery system. The reason for implanting a smaller 26mm non-abbott replacement device was due to a quick and fast release for implant. There was no clinically significant delay in procedure reported. The patient was stable at the time of report. The cause of the patient's blood pressure drop was due to an occlusion of the orifice area from a heavily stenosed native valve.